Manufacturer narrative:
Hamilton medical ag case number: (B)(4).

Event description:
It was reported to hamilton medical ag: while performing the 2yr pm, upon initial startup,: went directly to ventilation mode, touchscreen was not functioning properly. Then: "panel connection loss", "vu connection loss", "invalid sn: (B)(4). These messaged were sporadic. The time/date was alternating between 19xx, 00, 0000 and the correct date and time. No patient involved.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was serviced. Based on the information found, the root cause of the event cannot fully be determined. The most probable root cause was a defective vu esm board. The distributor technician stated that the display and the vu esm board had been replaced and the device was working properly after the replacement. There was no patient or user harm reported. Hamilton medical ag case number: cer (B)(4).

Event description:
It was reported to hamilton medical ag: while performing the 2yr pm, upon initial startup,: - went directly to ventilation mode, touchscreen was not functioning properly. Then: -"panel connection loss" - "vu connection loss" -"invalid sn tf 9907, 9421 these messaged were sporadic. The time/date was alternating between 19xx, 00, 0000 and the correct date and time. No patient involved.